Event description:
The customer reported the system displayed poor image quality. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera and a power supply were adjusted. The system was then found to be operating as intended.